Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information is received and/or when investigation is complete. (B)(4).

Event description:
Pleural effusion treated with pleurx. The chest pleurx migrated into the abdomen through the hiatus. On (B)(6) 2016: the patient presented for dialysis with sudden onset of severe ruq pain below the pleurx drain, transferred to tch ed, the drain was removed in ed by cardiothoracics, (B)(6) 2016 admitted tch, diagnosis ¿migration of pleurx drain into abdomen¿, the drain was not reinserted. Additional queries sent to customer have at this time gone unanswered.